Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving dilaudid(0.1201 mg/ml at 0.0050 mg/hr), clonidine (unknown concentration at 0.60 mg/hr) and marcaine (unknown concentration at 0.0120 mg/hr) via an implantable infusion pump. It was reported that post pump implant the patient got an infection. It was noted that the infection had not been resolved yet and that the pump would be removed on (B)(6) 2020. No further complications have been reported as a result of this event.